Manufacturer narrative:
Block b3- approximated based on the date of explant.

Event description:
It was reported that the patients ipg had migrated which caused discomfort. The patient underwent an ipg explant procedure.